Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-07-01. H.6. Investigation summary: bd received 33 samples from the customer for investigation. 20 samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. From this testing it was determined that all 20 tubes drew within specification. The indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 30 bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes experienced underfill or low draw of a tueb with blood. Product defect was noted during use. The following information was provided by the initial reporter: the tubes are not filling as they should.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes experienced underfill or low draw of a tube with blood. Product defect was noted during use. The following information was provided by the initial reporter: the tubes are not filling as they should.